Event description:
Alleged they've had multiple patient falls due to the bed exit system not alarming. Upon further investigation with technical support, it was found when the facility attempted to set the bed exit; the system was indicating the bed exit was not set.